Event description:
Rec'd info that an 840 ventilator had a device alert alarm while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the keyboard. The device pass all tests.

Manufacturer narrative:
(B)(4).